Event description:
It was reported that the patient presented to the emergency room, having passed out with a heart rate of 38 beats per minute. The implantable pulse generator (ipg) had reached elective replacement indicator (eri) on (B)(6) 2013; the battery voltage was 1.96v and the impedance was greater than 30,000 ohms. The patient had moved to a nursing home and it is unknown when the last device check was done. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054-52 lead implanted 2004-(B)(6). (B)(4).